Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed power loss. The patient's blood glucose at the time of incident was 7.1 mmol/l. Troubleshooting was initiated and the customer confirmed that there were multiple power loss alarms. The customer inserted a new battery into the insulin pump and received a power loss alarm less than an hour later. The customer changed the battery again and the power loss alarm recurred. However, the customer's time and date settings were still stored in the insulin pump. The rewind and prime processes were also completed without incident, and the device resumed normal use. However, the cause of the power loss alarms was not determined. No products were returned or replaced at this time.